Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump has liquid inside of the battery compartment and the pump failed the displacement test. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump powered on properly after battery installation however, the pump alarmed broken force sensor during rewind and then critical pump error open book image after reboot due to corrosion and rust on the force sensor. Unable to perform the self-test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, or verify hall sensor error and no tone, vibrator or motor alarms due to critical pump error open book image. Corrosion was also found on the electronic assembly and moisture damage was found on the motor during our visual inspection. The insulin pump had corroded battery tube, serial number label faded, scratched case, pillowing keypad overlay and minor scratched lcd window.